Manufacturer narrative:
Product was not returned.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a procedure when smoke was observed to come from the battery pack. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a procedure when smoke was observed to come from the battery pack. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not received.